Event description:
It was reported that: while ventilating a pt, the pt inadvertently, became disconnected from the trachea tube, went into apnea and coded. The user reported that the ventilator did not alarm and believed this may have been due to the device posting of flow measurement inoperable noted on the ventilator display at the time of the occurrence. The pt was manually ventilated with an alternate device and then place on another ventilator. It was reported that the pt incurred brain anoxia. A dragerservice technical service rep performed an evaluation of the device at the facility and the stated symptom could not be duplicated. The device performed to specifications including the alarm functions. An evaluation of the event log confirmed the flow measurement inoperable message was posted. However, the device has add'l monitoring parameters which would have activated under the reported occurrence. As noted in the log, the device posted an apnea alarm at the time of the occurrences. The hospital reported that after further investigation, the specific cause to the event could not be determined. The device has been placed back into use at the facility.